Manufacturer narrative:
An event regarding crack/fracture involving a unknown tibial insert was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned; however, one photo of the explanted device was provided. The device is chipped at the posterior end on both sides. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon knee revision due to failed size 3 13mm polyethylene.